Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# v001236, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# j0337370v, implanted: (B)(6) 2006, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4)

Event description:
Information was received from the patient that reported the patient's neck pain suddenly resurfaced in may 2015 after being alleviated for 8 years. In addition, the patient had severe memory issues to the point where she would walk into a store and would not remember why she went in. She had been losing things in her house because she couldn't remember where she put them. The memory issues were gradual starting in (B)(6) 2015. The patient was implanted for dystonia and movement disorders. Further follow-up is being conducted to determine what steps were taken to resolve the neck pain and memory loss and had it been resolved.